Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump was over infusing. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: customer reported that the device was over infusing. Performed three separate delivery accuracy tests,running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Unable to determine what caused the problem replaced expulsor.

Event description:
It was reported that the device was over-infusing. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the device was over infusing. Ran three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Performed three separate delivery accuracy tests. Unable to determine who or what caused the problem replaced expulsor.

Event description:
It was reported that the device was over-infusing. No patient injury was reported.